Event description:
Consumer complaint of high blood results via husband. Expected blood glucose results fasting range from 100 to 120 mg/dl. Comparing blood glucose results from his truetrack meter (B)(4) to wife's truetrack meter (B)(4) and observed 60 to 80 mg/dl difference. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test declined. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 02/28/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 312 mg/dl, (B)(6) 2015, 09:09 am; 161 mg/dl, (B)(6) 2015, 08:00 am; 131 mg/dl, (B)(6) 2015, 09:30 am; 130 mg/dl, (B)(6) 2015, 07:00 am; 128 mg/dl, (B)(6) 2015, 09:04 am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Product codes updated.

Event description:
Consumer complaint of high blood results via husband. Expected blood glucose results fasting range from 100 to 120mg/dl. Comparing blood glucose results from his truetrack meter (B)(4) to wife's truetrack meter (B)(4) and observed 60 to 80mg/dl difference. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test declined. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 02/28/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 312mg/dl (B)(6) 2015 09:09am; 161mg/dl (B)(6) 2015 08:00am; 131mg/dl (B)(6) 2015 09:30am; 130mg/dl (B)(6) 2015 07:00am; 128mg/dl (B)(6) 2015 09:04am; adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.